Event description:
It was reported that during a low anterior resection procedure, the device fired staples but did not cut. Another device was used to complete the procedure. There was no adverse consequence to the patient. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. Additional information: another device was used on the same tissue to create the anastomosis. Hospital will not release patient information. Patient was stable following the procedure. How was the procedure done? Open. What device was used for the proximal and distal transaction of the bowel? Used to connect the bowel from outside in. What colour was the reload used? N/a. Does the surgeon normally use a purse string technique? Yes. If yes, what technique does the surgeon normally use of left colon procedures (i.e. Hand tied purse string; purse string device; triple staple technique)? Purse string did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Unk. When the device was fired, what was the location of the indicator within the gap setting scale? Green. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Primary surgeon dr. (B)(6), thinks it went wrong. A different doctor, dr. (B)(6), was the one who fired the device. Dr. (B)(6) thinks that no crunch was heard. Were any unexpected noises heard? None. Were any of the forces higher or lower than expected (closing, opening or firing)? Unk. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from tissue? No. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? Was not successful - another device was used on same tissue to create anastomosis what were the results of the tests/examinations: what were the medical indications for surgery? Unk. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? No. Does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. What are the surgeon's pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? Yes. Is there any other additional information you would like to share about this device/procedure? Dr. (B)(6) is a recent covidien user. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.